Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised calling back for troubleshooting if the problem recurs.